Event description:
It was reported that a clearlink system extension set leaked from "the blue port in the spike" of the tubing. The issue was noticed when hanging the line after spiking the total parenteral nutrition (tpn) bag. The bag was turned upside down and a new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4, g1, g4, h6, h11. B5: upon additional information, update "clearlink system extension set" to "continu-flo solution set". H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which observed a set inside a bag; however, a leak could not be identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.